Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an infusion of fluids stopped, the nurse could not flush the line, had no blood return, no alarm from the pump and found a balloon in the pumping segment. The secondary line was not in use. There was no patient harm.

Manufacturer narrative:
The customer's report of a balloon in the silicone segment was confirmed. Visual inspection observed that the silicone segment tubing had a bulge ballooned just below the upper fitment. Functional and pressure testing was performed; no bulge/balloon was observed in the silicone segment. Additional testing of the set was performed. An IV push was performed first by occluding the tubing above the injection port per IV push tip sheet, and then again by not occluding the tubing. The IV push performed by not occluding the tubing above the injection port observed a bulge/balloon when the device door was opened. The root cause of the balloon/bulge in the silicone segment was due to when an IV push medication or flush is executed below the pump without first clamping the tubing above the injection port as reported by the customer.